Event description:
Customer reported device generated a result with an un-dosed test strip. Device= lo. Customer stated device was cleaned about a week ago with alcohol. No treatment. A request was made for return product and replacement product was sent.